Event description:
It was reported that maxzero needleless connector leaked and had blood backflow. The following information was provided by the initial reporter: the product presented a leakage while used with a luer lock 10ml syringe, and it caused the loss of the peripheric venous access and blood backflow in the device. The issue occurred during administration of medication in impatient. As soon as it happened, the connector was replaced by another one, and the defective device has been forwarded for surveillance of the hospital. The occurrence required to perform a new puncture and loss of the medication that was being administered.

Manufacturer narrative:
Investigation summary: a mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21015540. Further information provided by the customer indicates that leakage was identified from the connection of the maxzero to a bd 10ml syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015540 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxzero needleless connector leaked and had blood backflow. The following information was provided by the initial reporter: the product presented a leakage while used with a luer lock 10ml syringe, and it caused the loss of the peripheric venous access and blood backflow in the device. The issue occurred during administration of medication in impatient. As soon as it happened, the connector was replaced by another one, and the defective device has been forwarded for surveillance of the hospital. The occurrence required to perform a new puncture and loss of the medication that was being administered.